Event description:
The patient was implanted with a saluda medical evoke spinal cord stimulation (scs) system on (B)(6) 2021. On (B)(6) 2023, the patient had fallen impacting pain coverage. Impedance testing indicated an out-of-range electrode. Lead damage was suspected, so a lead replacement procedure was performed. During the revision procedure it was identified that a non-saluda anchor had been damaged.

Manufacturer narrative:
The lead was returned to saluda for analysis. The lead failed functional testing due to disconnected electrodes and a high impedance, confirming the reported disconnection. Examination of the lead under magnification identified 3 broken wires in the lead midsection, at the location of a kink in the lead immediately distal of the identified anchor fixation site. The reported patient fall likely caused or contributed to the wire damage.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
The patient was implanted with a saluda medical evoke spinal cord stimulation (scs) system in (B)(6) 2021. On (B)(6) 2023, the patient had fallen impacting pain coverage. Impedance testing indicated an out-of-range electrode. Lead damage was suspected, so a lead replacement procedure was performed. During the revision procedure it was identified that a non-saluda anchor had been damaged.